Event description:
In 2006, the facility reports that while transferring a resident from w/c to bed using a viking patient lift, that the sling slipped off the sling bar. The nurse tried to catch the patient. The patient fell to the floor and broke both knee caps.

Manufacturer narrative:
Four days later, the lift involved in the reported incident was examined by a local distributor and was found to be in good working order with no problems found. The sling used in the transfer was not a liko manufactured sling, and therefore, was not designed, tested or approved for use with a liko patient lift. The events described in the incident could not be recreated by facility staff and the lift was not remove from service. Liko inc strongly discourages the use of non-approved slings and accessories with their equipment.